Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The patient's parent reported that the continuous glucose monitor (cgm) was reading 4.8 mmol/l while the blood glucose (bg) meter was reading 2.8 mol/l and the patient was experiencing hypoglycemic symptoms. The reported allegation falls within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.